Event description:
While implanting a cage in a (B)(6) female patient, the novel sd peek spacer fractured upon impaction at the inserter/cage interface. The detached fragment was removed from surgical site without issue. The surgeon ensured the remainder of the cage was adequately positioned within the l4/5 disk space. He then completed the case by implanting a second cage at the adjacent level and secured the spacers with construct consisting posterior screws and a rod.

Manufacturer narrative:
Additional information provided by the sales rep indicated trials were not used, the disk height and length were determined by rotary shavers. Surgical technique ((B)(4)) instructs the user to insert a trial upon completion of endplate preparation. Trials are closely matched to the height, lordosis and footprint of the implant. Trials should be used when deciding the appropriate implant to use during surgery. These trials are designed to minimize the risk of damage to the implants during a procedure while also helping the surgeon to identify the best implant to use.